Event description:
The customer reported that there was vent inop while on patient, machine pressure sensor autozero failed (ec 1009). The customer reported that the unit was in use on patient, but there was no patient harm reported. The ventilator was exchanged with another unit. The customer contacted product support and suggested repair per the service manual: verify the proximal and machine tubing connections, verify the pressures and flows, replace the da pcba, replace the mc pcba. Further information is pending.

Manufacturer narrative:
The authorized service personnel (asp) could not duplicate the error message during diagnosis. The asp performed all error pressure regulation high diagnosis tests, downloaded logs, and a possible user-induced error. Unit passed all tests.